Event description:
It was reported that the device had not infused, it had sounded as though it were running, counting down, yet no alarms had activated. The patient had not been medically affected and had received treatment the following day. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
E1: initial reporter establishment name; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.